Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the crossbrace is cracked at the top seat rail where it connects to the crossbrace.